Event description:
It was reported about a month post implant that the left ventricular (lv) lead had pulled back post initial placement and was no longer able to capture the left ventricle. The physician attempted several times to place the lead back into the targeted branch of the coronary sinus, but the lead backed out numerous times. The physician then opted to try a different lv lead model in the targeted vessel as this was the only option for placement in this patient. So the lead was removed and a replacement lead was attempted; however, the replacement lead would not stay in the target vessel and there were no other vessel options. The physician then removed the replacement lead and tried another different model lead. This time the implant was successful and the second replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014; 407652 lead, implanted: (B)(6) 2014. (B)(4).